Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation of the pulse generator, an error message was displayed. Nominal settings were restored with the programmer. There were no consequences to the patient.